Manufacturer narrative:
The insulin pump alarmed motor error during the rewind. However, the insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests.

Event description:
The customer's wife called to report that the customer passed away. Prior to his death, the customer was hospitalized for a foot amputation, as well as other reasons not related to diabetes. The wife stated that the customer was not feeling well after the hospitalization, and she later found him unconscious. The wife took him back to the hospital, where he later died from heart failure, respiratory distress and uncontrolled diabetes. Nothing further was reported.